Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet bionic pancreas, with a peak blood glucose of 382 mg/dl and duration outside 70¿180 mg/dl for six hours or more; the user attributed the event to overtreatment of a prior low and subsequent correction, and glucose later returned to 171 mg/dl with symptomatic improvement. Symptoms included feeling a little off without loss of consciousness or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint intake, troubleshooting, and user education focused on treating lows with 15 grams of carbohydrate and rechecking in 15 minutes to avoid rebound hyperglycemia. Investigation of this case revealed no device alarms and no reported device malfunction, and the event was consistent with user management factors leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.